Event description:
It was reported that a volume discrepancy occurred. The actual residual volume was greater than the expected residual volume however, specific volumes were not reported. It was noted that the pump was "almost" full at the last refill when they went to withdraw the residual volume. It was reported, the patient had been titrated up for the last three months and did not realize they were not getting any medication. It was noted, this was not the patient's first refill but the reporter did not know previous residual volumes. It was noted, the patient had thought there pump would be able to detect when medication was not being delivered. It was suggested that something be incorporated into the design to detect these issues. It was reported, the patient had another appointment in a week and a half from the date of this report where "they're going to draw it back out" and see how much medicine was in the pump. No pump alarms were reported. The device system was used to deliver prialt. It was later reported, the actual residual was 19.5 ml while the expected volume was 6 ml. It was reported, the health care provider (hcp) was in the process of titrating the patient and had been titrating the dose since implant. It was noted, the reported event occurred with the patient's second fill of the pump. The hcp performed a catheter evaluation which indicated no problem with the catheter. It was reported, the patient was alive without an injury or adverse event and that the patient experienced pain. A replacement surgery was scheduled for (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was further reported that no adverse event had been reported by the physician¿s office. The patient was a chronic pain patient and the health care provider had not considered the patient as having had an adverse event. The patient¿s pump had failed, was replaced, and the patient¿s prialt was increased to 3 micrograms on (B)(6), 2013. The patient¿s recent laboratory findings were within normal limits.

Manufacturer narrative:
Final pump analysis revealed no anomaly found.

Event description:
It was later reported that the surgery date had been changed to (B)(6) 2013. According to the managing physician, the patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.